Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver displayed irregular waveform timing while supporting a patient. The customer also reported that the companion 2 driver exhibited right and left cardiac output (co) imbalance alarms and low right co alarms. The customer also reported that the waveforms and alarms resolved when the hospital staff changed the heart rate from 115 to 120 bpm (beats per minute) and had the patient stand up. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) fup 1

Event description:
The customer reported that the companion 2 driver displayed irregular waveform timing while supporting a patient. The customer also reported that the companion 2 driver exhibited right and left cardiac output (co) imbalance alarms and low right co alarms. The customer also reported that the waveforms and alarms resolved when the hospital staff changed the heart rate from 115 to 120 bpm (beats per minute) and had the patient stand up. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file confirmed the reported alarms. During investigation testing, the reported irregular waveform was reproduced. The root cause was a malfunction of the right pilot valve assembly. The right pilot valve assembly was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.